Manufacturer narrative:
Per the clinic, the patient was treated with oral and IV antibiotics. It also reported that the patient being hospitalized for the treatment. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a soft tissue infection at the receiver/stimulator area. Subsequently, the patient was administered with antibiotics (type, duration and specific date not reported). The device was explanted on (B)(6) 2025. Reimplantation is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.